Event description:
It was initially reported that the patient had high impedance on systems diagnostics at recent appointment, the normal mode diagnostics were within normal limits. At the patient's previous appointment there diagnostics were not high (system - output status - ok, impedance - ok, dcdc - 3 and normal mode - output current - 1.0 ma, output status - ok, impedance - ok, dcdc - 5). The patient is not having any adverse events. Additional information was received that the system diagnostics results were impedance - high and dcdc 4. The physician reported that the patient has had the same results since an appointment on (B)(6) 2011. It was not reported to the manufacturer and no interventions were taken at that time since the patient was still receiving benefit from vns and was not having an increase in seizures. The patient is not being referred to a surgeon and would likely have a full revision due to diagnostic results, time of implant and that the patient normally has an increase in seizures during the summer. Surgery is likely but had not occurred to date.

Event description:
Additional information was received that product analysis was completed on the generator and lead. Bench test connectors were attached to the negative and positive feed-thru wires of the pulse generator to perform testing in the pa lab. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Based on the observation/finding of tool marks on the pulse generator case and header, the reported detachment of the header (reported in medwatch # 1644487-2012-01004) is not considered a device failure, but instead the result of extensive manipulation of the product during the explant process. Other than the header anomaly, there were no performance or any other type of adverse conditions found with the pulse generator. Note that a small portion of the green (-) electrode quadfilar coil was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 150 mm portion the green (-) electrode quadfilar coil appeared to be broken approximately 28 mm and 30 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as being mechanically damaged and pitted which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing sodium, silicon, phosphorus and calcium. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device. Note that since a small portion of the green (-) electrode quadfilar coil was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received that the patient was having coughing with stimulation that may be related to the patient's high impedance. No x-rays were taken. There was no reported trauma or manipulation that would have contributed to the high impedance. The patient has been doing fine since replacement. That patient had their generator and lead replaced. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the generator and lead were returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.